Event description:
The filter heater was not working. The customer support engineer verified that the heater was inoperable. The cse inspected the device and found that the heater receptacle was improperly reassembled by the customer. The cse reinstalled the filter heater receptacle. The unit passed extended self testing.